Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 6x80mm armada 35 balloon catheter failed to inflate. The procedure was successfully completed with a new armada 35 balloon catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the retuned device. The reported inflation issue was unable to be confirmed as the device inflated without any abnormalities noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the returned device analysis could not confirm the failure to inflate. The balloon inflated and maintained pressure to the rated burst pressure of 16 atmospheres. No additional information was provided.